Manufacturer narrative:
The motor error alarm occurred during the basic occlusion test. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.